Event description:
Patient reported that the one touch profile meter was powerng off during use. This issue was not resolved with troubleshooting. Patient was feeling sleepy and thirsty. There was no adverse event or serious injury reported.